Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.). As a result, humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the patient bite was 2 cm from the distal end and the bending section cover was cut. In addition to the stain found inside the light guide lens, the evaluation findings were as follows: due to deformation of the channel mount unit, the cleaning brush could not be inserted smoothly, the air/water cylinder had foreign objects, the switch box had a dent, the air/water cylinder had no color, the suction cylinder had no color, due to a cut on the bending section cover, water tightness was lost, due to clogging of the air/water tube, foreign objects came out the distal end, due to damage on the knob wire, fixing force guide wire did not meet standard value, due to wear of the angle wire, the play of the "right/left" knob was out of standard, the image guide protector was shaved, the connecting tube had a wrinkle and scratch, the adhesive around the objective lens had a crack and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera ii duodenovideoscope patient bite was 2 cm from the distal end. The issue was found during a procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: the inside of the light guide lens was stained.